Event description:
The customer reported that the drive support cap kept popping out. The blood glucose reading was 108mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with detached end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump received with missing end cap sticker.